Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no non conforming material reports (ncmrs) have been initiated that are related to this failure mode. Additionally, ncmr history from the last 6 months was reviewed and no ncmrs have been initiated that are related to this failure mode. The site agrees that the failure to release the heel issue was due to use error. The axera access system instructions for use was reviewed. Per step 11 (deploying the axera access device section) of the IFU, "prior to removing the axera access device, retract the plunger (figure e) and verify that the actuator has moved to its disengaged position, releasing the heel." Dissection is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU describes required steps sufficiently and no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause, based on available information, use error. Both the physician and his resident have since been re-trained.

Event description:
The physician encountered resistance removing the device from the patient after deployment of the arstaotomy needle. Upon review of the device, it was discovered that the physician failed to release the heel. Angiography revealed a small (3-4mm) dissection in the femoral artery. The standard 20 minutes manual compression was held at the end of the procedure. There was no bleeding or hematoma post procedure. Upon inquiry the site agreed that the failure to release the heel was due to use error. Both the physician has since been re-trained to the IFU.